Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to advance guidewire. As received, a complete lead was returned in two pieces. Visual and x-ray examinations did not find any anomalies except for procedural damage. The reported event of failure to advance guidewire was not confirmed. Unable to perform the guidewire insertion/ removal test due to the condition of the lead as received. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and third ring electrode due to procedural damage.

Event description:
It was reported that no capture was observed on the left ventricular (lv) lead at maximum output and it was programmed off. Imaging noted that the lv lead was dislodged. Access was attempted but the left subclavian was blocked and a guidewire inserted into the lv lead would not advance. The lv lead was removed and an attempt to leave the outer sheath in place failed so lv access was not possible. The physician opted for septal pacing of a new lead on the right and tunneling to the left side into the generator. The procedure was completed with no adverse consequences to the patient. The patient was stable prior, during, and post procedure.